Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, the foot was unable to close. Multiple attempts were made; however, the foot was still unable to close, and the lever was unable to be advanced to its original position. The device was disassembled, and manually closing the foot was attempted; however, this was unsuccessful. The device was ultimately able to be removed by several attempts of adjusting the device position and pulling back the device; however, the foot was not able to be retracted when the device was removed. Manual compression was applied to achieve hemostasis. No additional information was provided.